Event description:
It was reported that the device handle was broken or damaged. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Door latch assy - sear damaged/cracked ¿functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. ¿replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6)was performed 11/11/2011 to 10/24/2020 and note that this device has been returned for service three times which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device handle was broken or damaged. There was no patient involvement.

Manufacturer narrative:
Corrected h6 results. Additional information h6 conclusion.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device handle was broken or damaged. There was no patient involvement.